Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Visual inspection of the device revealed that the leak detector was wet. Fse dried the detector per procedure. Fse was subsequently able to run mac quality control (qc) without issue. No further action was required by field service. The device was installed at the site on (B)(4) 2018. A complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 02aug2018 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. . The aia-900 operator's manual, section 12- flags and error messages was reviewed: 3004 liquid leak detected- the aia-900 operator's manual indicates that the 3004 liquid leak detected error message is generated when the drain sensor s172 detected liquid. In this case, measurement will be paused. The operator is instructed to contact tosoh local representatives. If there is no liquid leakage, check s172. The most probable cause of the reported event was due to some excess fluid in the waste line.

Event description:
It was reported that the customer received the "3004 liquid leak detected" error with their aia-900 analyzer. Inspection of the device by the customer did not reveal any liquid or leaks. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prolactin (prl), estradiol (e2), luteinizing hormone (lhii), and follicle-stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.